Event description:
It was reported that prior to starting a da vinci si surgical procedure, the pk dissecting forceps instrument was not recognized by the system. Reportedly, during reprocessing of the instrument, the cable was noted to be broken.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as functional testing of the instrument found that it successfully passed recognition testing on an is3000 in-house system. Functional testing also found that the instrument had 3 uses remaining. The pogo pins did not stick and were not contaminated. The instrument passed electrical continuity testing. Engineering evaluation also found that the pitch cable at the distal clevis hub was broken. The cable segment that contains the crimp remained installed in the clevis and the clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.